Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. The high pressure tubing was found to be disconncted from the o2 tank on the smart pneumatic module board. The high pressure tubing was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device's oxygen could be heard leaking internally. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical singapore. The customer's report was observed during initial testing. However, the device was put through extensive testing without duplicating the report. The customer will receive a replacment device. Analysis of reports of this type has not identified an increase in trend.